Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a sheath that was observed to be torn in half along the score lines and one of the sheath tabs was separated from one side of the sheath body. Microscopic examination revealed that the inside of the separated tab was smooth and a small piece of the sheath body was missing on the proximal end. Manufacturing records were reviewed with no relevant findings. However, the cause is manufacturing related. Further investigation has been initiated at the manufacturing site and a recall has been initiated under z-2462-2015.

Event description:
It was reported the procedure was being performed in the radiology department. During insertion, the clinician broke the tabs apart to peel away the sheath and the one tab broke off completely. The clinician was able to peel away the sheath without incident. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the radiology department. During insertion, the clinician broke the tabs apart to peel away the sheath and the one tab broke off completely. The clinician was able to peel away the sheath without incident. There was no delay in treatment and no patient death or complications reported.